Manufacturer narrative:
A manufacturing investigation action was conducted/performed. The report indicates that the: four broken screws where received in a non-original synthes bag. The screws are broken at the neck point which it means its heads are still attached to the plate. In this investigation, the screw in question is 413.380s / lot 9488282 a measurement of the screw head was not performed because. The head could not be detached from the plate, therefore could not be determine which shaft of the screw belongs to each head of the screw. However, the four shafts were measured and as relevant for the complaint condition, the outer thread diameter and core thread diameter were identified and measured according to the drawing. Both features measured; outer and core thread diameter were performed in the shaft of the screw and have passed its specifications according to the drawing. During manufacturing process the lot was checked through the inspection sheet and no deviations or abnormalities were detected. The material certificate for the screw in question was reviewed and shows that the raw material used fulfills the specifications. Although, some intents were performed to detach the heads from the plate; this was not possible. As mentioned before, for this reason no additional measurements in the heads were performed. According to the investigation results, the measurements performed as well as the relevant manufacturing documentation reviewed (DHR and material certificate) shows that the screw was manufactured according to its specifications. Therefore, this complaint is rated as confirm since the screw in question is broken as claimed by the costumer, however is rated as not valid since no manufacturing issue could be detected in the measurements performed neither in the manufacturing documentation reviewed. The screw in question was dimensional checked as well as its material certificate is according to specifications and no issues were found caused by the manufacturing process. Therefore, review to the specific prm and pra line is not applicable. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update from 29. Sept. 2017: it was a planned removal surgery since the bone fixation was confirmed. The screws were broken when trying to remove them.

Manufacturer narrative:
Customer quality conducted an investigation of the returned devices. Received condition: at the distal head area of the tomofix plate four of six locking screws are broken off. The locking screw heads of the broken screws are blocked in the tomofix femur plate. Two intact locking screws are also blocked in the threads of the tomofix femur plate. The four locking screws which broke during the removal surgery were subject of the manufacturing investigations. For details see the relevant mfg investigation tasks. 2x 413.380s / lot 9488282, 1x 413.380s / lot 9572999, 1x 413.380s / lot 9033858. Dimension: a measurement of the screw heads could not be performed as the broken off heads could not be detached from the plate. A determination which shaft belongs to which blocked screw head in the plate was not possible. The dimensions of the broken off shafts could be checked for the outside diameter and the core diameter and found to be in compliance with the technical drawings. DHR review and material: the DHR reviews of the listed broken locking screws show that the raw materials used fulfilled the specifications and the devices met all specifications at the time of manufacturing and distributing. Concomitant devices: 1x 422.256s / 9256878 / lcp-df 4.5/5 r 11ho l276 tan, 1x 413.326s / 9106508 / locking screw ø5 self-tap l26 tan, 1x 413.336s / 9578910 / locking screw ø5 self-tap l36 tan, 1x 413.336s / 9566592 / locking screw ø5 self-tap l36 tan, 1x 413.334s / 9058647 / locking screw ø5 self-tap l34 tan, 2x 413.320s / 9059649 / locking screw ø5 self-tap l20 tan, 1x 414.060s / 2788285 / cortex screw ø4.5 l60 ti. All accompanying concomitant devices are intact and undamaged and no further investigation was performed. Conclusion: the broken off locking screw heads are blocked in the tomofix femur plate due to unknown circumstances. The relevant dimensions at the broken head/shaft area are not measurable anymore because of the present manner of damage. The measurable dimensions of the broken off shafts meet the specifications. The DHR reviews show that the devices met the specifications at the time of manufacturing and distributing. A final root cause determination is not possible. Based on our investigations and the available information we conclude that the screws broke because of a mechanical overloading situation during removal surgery. We did not find evidence of material or manufacturing defects. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Patient ID, dob & weight not provided for reporting. (B)(4). Therapy date:nov 16, 2015 - 1x 422.256s / 9256878 (lcp-df 4.5/5 r 11ho l276 tan). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: 413.380s / 9488282. Manufacturing location: (B)(4). Manufacturing date: 08.jun.2015 expiry date: 01.may.2025. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the reported devices were used for the femoral condylar fracture on (B)(6) 2015. The lcp (locking compression plate) distal femoral plate (11 holes) was fixed with the reported locking screws. The removal surgery of all the implants was performed on (B)(6) 2017. One of the locking screws in question, which was inserted at the most distal side, was broken below the screw head during the surgery. The screw head (the hexagonal portion) of the other 3 screws in question were stripped. All the affected locking screws were removed by the damage fixing tool. The surgery was extended for 30 minutes. There was no patient harm, patient status is stable and procedure was successfully completed. All material is received on (B)(6) 2017. Four screws are broken the head of the screws stuck in the plate. Eight screws have been recorded as concomitant. The complaint has been adjusted. This complaint involves 4 parts. Concomitant device: 1x 422.256s / 9256878 (lcp-df 4.5/5 r 11ho l276 tan), 1x 413.326s / 9106508, 1x 413.336s / 9578910, 1x 414.060s / 2788285, 1x 413.336s / 9566592, 1x 413.334s / 9058647, 2x 413.320s / 9059649. This report is 1 of 4 for (B)(4).